Manufacturer narrative:
Block b3: approximated based on the date provided in the medwatch form. The date of event was reported as september 2024. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact date of the event is unknown. During the procedure, the balloon broke and leaking contrast. No further information has been obtained despite good faith efforts. The reported event may suggest a balloon burst occurred during the procedure. There were no reported patient complications as a result of this event.